Event description:
The impedance measurements were greater than 2,000 ohms on all monopolar settings. The neurostimulator was replaced. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).